Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the prox lad. The following day, it was reported that an mi occurred. It is unk if the mi was related to the target vessel. The investigator indicated the reported event was possibly related to the study device/procedure.

Manufacturer narrative:
(B)(4): eval results: myocardial infarction.

Event description:
It was confirmed that during the index procedure a second endeavor sprint drug-eluting stent was implanted in the lad.